Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician successfully deployed the taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The physician brought the inflation device to zero and the balloon would not deflate. The physician reinflated the inflation device and was then able to fully deflate the balloon. There were no reported pt injuries or complications. Additional info has been requested.